Event description:
During servicing of electrode belt sn (B)(4) a reportable problem was found. The belt failed incoming hi-pot testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is underway. As received, the belt failed incoming hi-pot testing. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective belt.